Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 269 mg/dl at the time of the incident. Customer states they were able to clear the alarm and able to rewind the insulin pump. Customer stated that alarm was reoccurred. The customer was assisted with troubleshooting for unexpected restart. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, a21 alarm, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected a21 alarm anomalies noted. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).